Event description:
It was reported that when prepped the room, surgiphor bottle broke and leaked everywhere. No health consequences were reported.

Manufacturer narrative:
It was reported that when prepped the room, surgiphor broke and leaked everywhere. No health consequences were reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug) addendum: this supplemental MDR is submitted to document the results of investigation performed to analyze the root cause. Based on the investigation activities performed along with the returned sample review, the reported event cracked bottle was confirmed. However, a definitive cause for the cracked bottle could not be determined. A device history record review found no non-conformances associated with this issue during production of the reported batch. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, b5, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
It was reported that when prepped the room, surgiphor broke and leaked everywhere. No health consequences were reported. No sample or photos were available for evaluation; therefore, the root cause could not be determined. A device history record review found no non-conformances associated with this issue during production of this batch. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when prepped the room, surgiphor bottle broke and leaked everywhere. No health consequences were reported.